Event description:
A surgeon reports that, following cataract surgery, a pt is experiencing visual disturbances described as starbursts that appear from individual light sources. The intraocular lens remains implanted. The reporting surgeon did not implant the intraocular lens associated with this report.